Manufacturer narrative:
Per 803.52 information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Field service];[alaris pump lvp failed preventive maintenance, part replacement is performed; repair work order opened.]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Field service];[alaris pump lvp failed preventive maintenance, part replacement is performed; repair work order opened.]. There was no reported patient involvement.

Manufacturer narrative:
Correction: device manufacture date.